Manufacturer narrative:
The reported event is believed to have been contributed to stress and eventual fatigue in the material of the elevator inner seat tube. It was reported the affected component was replaced with a new component and the device returned to the end-user. The DHR was reviewed and unit was built according to specification. Due to the type of failure mode occurring, the affected component is being returned to parent company for more in-depth analysis as to root cause. Once a final report is received from parent company, a follow-up MDR will be filed with the updated information.

Event description:
Received report that as client was traversing along the road, the seating detached from the chassis. Reports from inspection shown the upper plate having detached from the inner tube of the elevator no injury was reported to have occurred as a result.